Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery and peroneal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician telescoped the cat6 through an indigo system aspiration catheter 8 (cat8) within the distal vessels before removing the cat6 to be flushed. The cat6 was being flushed when it became kinked on the back table. The cat6 was therefore removed and was no longer used in the procedure. The procedure was completed using another cat6 and the same cat8. There was no report of an adverse effect to the patient.